Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿ long-term outcome of cemented total hip arthroplasty with the charnley-type femoral stem made of titanium alloy,¿ by yuki okutani, koji goto, yutaka kuroda, toshiyuki kawai, yaichiro okuzu, tomotoshi kawata, yu shimizu, and shuichi matsuda, published by journal of orthopaedic science (2019), vol. 24, pp. 1047-1052, was reviewed. The purpose of this study was to assess the long-term outcome of cemented primary tha with a competitor stem made of a titanium alloy in 211 hips implanted between 1988-1997. All patient received a competitor polyethylene cup, competitor stem, and competitor head. The poly cups were secured utilizing depuy cmw-1 cement in 203 hips and unknown cement in 8 hips. The competitor stems were secured utilizing depuy cmw-3 cement in all cases. This complaint will capture the results associated with the depuy cement. Results: 12cmw-3 femoral revisions to treat loosening at an unknown interface and osteolysis. 5 cmw-3 femoral revisions to treat infections. 19 acetabular cmw-1 revisions to treat loosening at an unknown interface with osteolysis. 5 acetabular cmw-1 revision to treat infection. There were an unspecified number of instances of femoral cortical hypertrophy identified on serial radiographic studies. There was no indication that treatment was provided for the cortical hypertrophy. Captured in this complaint: cmw1 and cmw-3 bone cement: loosening, osteolysis, infection. Cmw-3 cement- cortical hypertrophy. Fig. 4 on page 1050 identifies a patient with a successful outcome at 28 years follow-up.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  appropriate term / code not available (e2402) is used to capture infection (e19). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.